Manufacturer narrative:
Report number: 1038671-2023-01868 d10 concomitants: 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm (B)(6). 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t (B)(6). 200-02-35 - three peg patella 35mm (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01868. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2012. They underwent left knee revision surgery on (B)(6) 2023, approximately 10 years 11 months post primary procedure. The patient experienced osteolysis and synovitis. 27 mar 2023 op report findings: debonding of the left knee femoral component; significant polyethylene wear. Preoperative x-rays showed polyethylene wear. Surgeon noted there was rice body type synovitis throughout the entirety of the synovial tissue. The femoral component had completely debonded and with no bone loss the implant completely separated from the cement mantle. Patient tolerate procedure well with no intraoperative complications noted. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.